Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed.

Event description:
It was reported that the sips dual two minute tip was being tested at the user facility when the splash cone pulled apart into two units. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the sips dual two minute tip was being tested at the user facility when the splash cone pulled apart into two units. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A total of four tips were returned for evaluation. The claimed condition was confirmed on all four (4) tips. Based on device risk document and evaluation of the returned unit, most probable root causes for this condition can be associated, but not limited to: the tip might break or fall off if the assembly of the tip is improperly bonded (excess/less adhesive or solvent) producing weak or brittle bonding between parts. Incorrect assembly process (too much force applied during assembly at the manufacturing process). Possible application of too much force during the tip assembly to the irrigation handpiece at the set-up stage in the operating room or during device usage. Poor gap design for mating parts. The device was scrapped at the manufacturer.